Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the controls aren't working even though it says it's at 100%. Patient said they need to power on the external devices because they noticed their bladder is leaking and the urine is just pouring out of them. Patient said the controls haven't been working for a while and said they had a bad fall 3 weeks ago and fell really hard on their butt and aren't sure if that's when the symptoms began or not. Ps confirmed that patient had handset upside down and needed to hold power button down for longer to power it on. Ps helped patient successfully power on and connect external devices to ins. Patient said they wanted to make an adjustment to their therapy. Patient said they feel stim sometimes in certain positions. Reviewed general therapy guidelines and patient increased stim to a comfortable level. Patient will monitor symptoms. Patient also stated they are taking pills to help with bladder symptoms. Patient said they have an appt on (B)(6) 2023. Patient mentioned unrelated medical history. This included patient said due to a virus they lost 20% of their hearing and they can only hear out of one ear. Patient said they had the virus for a week and the hearing loss hasn't improved. Patient said every noise is an awful vibration. Pt called again later from registered number and said they got a letter. Pt said the question on the letter asks: did the fall affect their implant? Pt said the answer is unknown, they think it was not working that well before they fell. Pt said: the thing isn't working half the time, once in a while it works other times it doesn't it hasn't worked for a few days, sometimes they can feel a little vibration, it is not doing a thing. Pt said, they called and told them they lost their balance and they fell and wanted to know, when they fell backwards, if they damaged it or not. Pt said it seemed like they were having problems before they fell. Pt said it wasn't working the way it was supposed to be working but it hasn't been that way for a few days plus their urine seemed to be bloating them down again. Pt said: when it worked it did pretty good. Pt said they won't see medtronic rep until the on (B)(6) 2023 and thought they could do something before that, the appointment is a month away. Pt said they called ps before and got it straightened out, it went up to 45 and did a little bit but then it didn't anymore, it did not help their symptoms anymore. Offered to assist pt to use their equipment to potentially make an adjustment to their setting. After numerous tries to wake up the handset pt said they saw the micromytherapy app but did not see the mytherapy app and they could not find it. Conferenced mobility to try and find the mytherapy app but after extensive trying, pt was not able to navigate the handset and pss asked pt if they could please call back when they had someone with them who could help them use the handset. Pt said they would try to call back on monday.